Event description:
After 3 hours of pumping, there was an lvad occlusion alarm. System stopped working. After restarting it started pumping during initialization time (5-10 seconds) and then only continuous air flow was seen. No back-up tlc-ii driver was available. Patient was hand pumped for 4.5 hours until a back-up driver could be located. Increased hemolysis was noted during handpumping. There was no patient injury.